Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon was not able to close the jaws of the sulu and device was unable to be fired. There was no patient involved in this event, no injury.